Manufacturer narrative:
Bd technical support troubleshooting with customer over the phone. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was initially reported that upon review of the infusion data, it was noted that the heparin infusion had a rate change from "(B)(4) units/hr." To "(B)(4) units/hr." It was reported that heparin was intended to be ran as a "nurse-driven titratable infusion per hospital policy/procedure at an ordered rate ranging from (B)(4) units/hr." It was also reported that there were pause and restart events that occurred that same day. After review of the hl7 messages, it was then determined that the rate change was a "manual intervention" by the user. The cause of the "pause and restart" of the pump was due to occlusion alarms during infusion therapy, that were "cleared" a few minutes after they happened. There was patient involvement, but no harm. The patient has been discharged from the hospital since the event.